Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37612, serial#: (B)(4), product type: implantable neurostimulator. See regulatory report # 3004209178-2018-04716 for other implantable neurostimulator (serial# (B)(4)) related to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported the desktop charger was damaged. It wasn't charging the insr (recharger). No patient symptoms or further complications were reported as a result of this event. Additional information was received from the manufacturer's representative (rep). It was reported that patient was having difficulty recharging since last thursday. It was reported that patient happened to have fallen out of bed that day. Rep stated their clinician programmer was able to connect with the chest implant which showed implant was in discharge. The implant in the abdomen showed no connection at all, and the rep tried the antenna locate feature. Ins in the chest was 0.5 cm and abdomen implant was around 1 cm , although the abdomen implant was at 15-20% angle. Pmr was tried on the abdomen implant but that did not work. The rep was eventually able to get the abdomen implant to respond and it showed eri with 8 coupling bars, but that went away fairly quickly. The therapy specialist was under the impression that patient got a new recharger the morning of the report, but since ins still did not recharge, they checked with repair and said the desktop charger (dtc) was sent. The rep did not have an ins recharger (insr), the rep chose to open their trunk stock and they were able to get the chest implant to recharge with 6-8 coupling bars, the chest implant showed eri too but that was normal since the patient's implants were due for replacement th is year. An email was sent to repair to send insr antenna to patient. No patient symptoms were reported. Patient called the manufacturer to get replacement equipment but still did not allow them to recharge the implant. No further patient complications were reported/ anticipated as a result of this event. Additional information was received from a consumer stating the patient was sent a new insr antenna and desktop charger but it did not resolve the issue. The insr powered on but the insr was not charging his implant because he was seeing the "call your doctor" screen with the eri code. During the call the patient bypassed the eri message and the insr was charging his ins. No dissatisfaction with the ins longevity, symptoms, or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp via the rep reporting that both of the patient's ins systems had reached eri. The rep reported that the cause of the patient's fall was unknown and that the issue with the recharger was resolved with the receipt of the replacement device.